Event description:
It was reported that during a tka procedure, the anspach console showed an error during the drill test with two brand new anspach drills. The drills are not faulty because both of them passed the drill test on another navio system with no issues. The procedure had to be aborted and continued with manual instrumentation.

Manufacturer narrative:
H10: the reported device, used for treatment, was returned for evaluation. The console was connected to the complaints team testing system and a drill test was run several times with no issues and the drill was spinning at 80,000 rpm consistently. Then, the drill was tested in a case several times and also worked without issues and the drill spun at 80,000 rpm consistently. The console was connected to the system for over three months and used almost daily without issue. A device history record review found that the device met manufacturing specifications. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. The surgical system user's manual released at the time of the complaint (pn e) provides complete and detailed instructions for drill and console usage and bur control. This failure mode is an identified failure in the risk assessment. We were able to confirm there was a relationship established between the reported event and the device. Since it was reported that the error was still present after swapping the drills and the same drills did not have an issue on another console, the malfunction is likely due to the e2 error which does not occur when the drill is jammed and is only clear by rebooting the anspach console. A corrective action has been requested for this issue. Per complaint details, the device malfunctioned during the drill test and the navio was abandoned for manual during the drill test with no injury reported. Based on the information provided the modified procedure did not result in patient injury; therefore, no further medical assessment is warranted at this time.